Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207, 200 and 197 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 207 mg/dl and 200 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is 08/09/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all of the above. The customer reported an a1c of 6.7 which is equivalent to 146mg/dl.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207, 200 and 197 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 207 mg/dl and 200 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer reported an a1c of 6.7 which is equivalent to 146 mg/dl.